Manufacturer narrative:
Device is not available for evaluation and the reported event could not be confirmed. If additional information is received, a supplemental report will be filed. H3 other text: not available.

Event description:
It was reported that the implant did not fit as expected and the implant had to be cut in the posterior section.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implanted.

Event description:
It was reported that the implant did not fit as expected and the implant had to be cut in the posterior section.